Event description:
It was reported for a zygomatic fracture, when the doctor placed the 5th screw on the plate, the plate and the rest of the 4 screws that were already placed, came off at the same time. There was a 2-3 minute delay in the case.

Event description:
It was reported that soon after a stent was placed in the pt's right internal carotid artery, the pt experienced a cerebral infarct on the ipsilateral side, confirmed by MRI. The vessel was described as having no calcification or vessel tortuosity with a stenosis of 83%. Medications were administered and the pt is reported to be improving; however, the pt still exhibits some residuals. According to the physician, debris may have embolized distally leading to the stroke. He does not implicate the precise stent in the pt's stroke.

Manufacturer narrative:
There have been no trends identified related to this type of event.current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.MDR #1032347-2009-00084 & 00085 are for the same procedure.